Event description:
Hcp reported catheter occlusion with particulate matter - etiology unknown. The pt presented with a loss of analgesic efficacy. An MRI performed showed no inflammatory mass. An aspiration attempt of the catheter access port was unsuccessful. Additional efforts caused particulate matter to appear in the suyringe, followed by slightly better return of csf. There are plans to revise the catheter. A follow up report will be sent when additional info is obtained.